Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia with component separation of the main body and infrarenal cuff. Additionally there was evidence to reasonably support the following observations; intraoperative movement of infrarenal, malpositioned second infrarenal cuff (repositioned with a balloon), and endoleak type 1a-unresolved at completion. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and implant separation of the main body and infrarenal cuffs could not be determined due to lack of relevant medical information. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions associated clinical harms for this event included: type iiia endoleak and a secondary endovascular procedure. The final patient disposition was reported to be doing well. The most likely cause of the loss of seal at the implant procedure was related to the infrarenal cuff movement after it was ballooned and the malpositioned repair cuff. The ~5mm distal cuff movement was treated with a second infrarenal cuff that was malpositioned and required repositioning using a balloon. A small type ia endoleak remained at completion. Unable to determine procedure-related or anatomy-related issues, off-label or cautionary product use conditions. Associated clinical harms for this event included: type ia endoleak. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by 95%.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and two infrarenal aortic extension. Patient came in emergently with symptoms and the physician identified a type 3a endoleak. On (B)(6) 2017 the patient had a secondary procedure, the physician elected to implant suprarenal aortic extension to seal the endoleak. The patient is reported to be doing well post procedure. There have been no additional adverse events reported for this patient.